Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a malfunction that unintended pockets were opened up while dispensing medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a malfunction that unintended pockets were opened up while dispensing medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets were opened when user tried to access the medid 88(midazolam) and medid 1819(fentanyl). A technical support specialist dialed into the station and found there were 3 locations assigned to each medid. The tss identified that customer entered quantity 3 which resulted in receiving quantity 3. The tss checked and set to mini drawer singles. The system functioned as intended after the technical support specialist verified the device.